Event description:
Pt was revised to address dislocation.

Manufacturer narrative:
The devices associated with this report were not returned. No previous reports are identified against the metal liner. A previous report was found against the femoral head. Review of the device history records did not identify any related mfg deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.